Event description:
The radiologist placed uresil 8f 25cm pig tail drain. Dr. Aspirated 10 ml of abscess/fluid, changed to 60ml syringe and was not able to aspirate any more abscess/fluid. He then replaced the uresil 8f 25cm pig tail drain (via wire exchange), aspirated 10 ml of abscess/fluid then switched to 60ml syringe and again was unable to draw back any more aspirate. Flushed the drain with sterile saline and noticed saline spraying out of hub. Both uresils have the same lot number. The procedure was completed with a different device and no harm came to the patient or staff members. The devices were saved and will be returned for failure analysis. Manufacturer response for catheter, drainage, hydrophilic-coated origin mini-pigtail locking drainage catheter with depth marks (per site reporter). The device will be returned for failure analysis.